Event description:
Information was received that reported a pt had been hospitalized in 2006 due to hyperglycemia. The reporter states that the day before hospitalization, he measured his high blood glucose and it was 256. As a result, he changed his site-took a correction bolus and went to bed. The next morning, he checked his blood glucose and it was 358. He then changed his site again and took a correction bolus and 2 hours later he was up to 390. He then changed his site, cartridge, took insulin from a new vial, and took another correction bolus. By 1:30, he was up to 468 and began vomiting, at this time he decided to go the hosp. At the hosp he tested at 611 and was put on a fluid and insulin drip. The device will be returned for evaluation; to ensure that it is functioning correctly and did not contribute to the reported incidence.

Manufacturer narrative:
Device evaluation: the device is currently being evaluated; the manufacturer will file a follow-up report detailing the results of the evaluation once it is completed.